Event description:
Patient presented with nodule under the skin that was painful. Surgeon explanted ring only. Surgeon reported that the ring was broken.

Manufacturer narrative:
The subject product is in the process of being evaluated. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation is completed.